Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a total gastrectomy the hand activation buttons on the device worked intermittently. The case was completed with electro-cautery. No pt consequence.